Event description:
Dr called to report that a liftloc wis had leaked subcutaneously causing a wide, huge area of infiltration. Per dr: the pt has a port catheter that is very lateral and high on the chest area. The port septum has rotated into a position that makes accessing difficult. The nurse inserted the wis, had good blood return, and initiated the infusion. The pt was not receiving an infusion that would cause tissue trauma. The pt was also bedbound and would not have dislodged the needle. The doctor noticed later that the pt had a donut size area of infiltrate around the port.